Event description:
The customer reported the blower is not activating and patient circuit occluded alarm sounded. The customer advised no significant errors in the logs. The customer reported when in the pneumatics screen if you add any pressure or flow the blower rpm stays at 3000 and is not working. The remote service engineer (rse) suspected the motor controller (mc) printed circuit board (pcb), the blower, or the central processing unit (cpu) printed circuit board (pcb). The unit was not in use, and there was no patient or user harm reported. The customer replaced the blower to resolve the issue. The unit was tested and it was returned to service.